Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips of the prograsp forceps instrument would not open completely. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were derailed. The grip cable was derailed at the clamping pulley inside the housing. The grips can still open and close, but movement was not precise. The cable derailment is likely due to cable losing contact with pulley. The instruments clamping pulleys was corroded and contaminated. The corroded clamping pulley was around the rails area was found when the housing was opened. The corroded and contaminated damage may have been likely due to improper cleaning. The scratches were short in length and not axially aligned with the tube. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.